Event description:
Customer reported he was in the hospital due to not being able to test using his freestyle freedom lite blood glucose meter and noted "passing out due to pneumonia". Customer reported the meter would not turn on with the button or with test strip insertion, the first time he attempted to use it. Customer was unable to state specifically when this event occurred. He further reported subsequently experiencing slurred speech, incoherence and being "in and out of consciousness". Customer self-presented to a healthcare facility where he was diagnosed with hyperglycemia and treated with novalog and lantus insulin, per sliding scale. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered the customer attempted to use incompatible test strips (freestyle classic) with his freestyle freedom lite meter. There is no indication of a product malfunction. No further investigation is required.